Event description:
This is submitted to report the loss of fluid column that occurred during use with the clip delivery system (cds, that has the potential of air leak in anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The steerable guiding catheter (sgc) and the clip delivery system (cds) were prepared per the instructions for use (IFU) without issue. The column test was performed, and fluid column was confirmed. The cds was inserted into the sgc without resistance. The keys were properly aligned. Before the tip of the cds exited the sgc, the fluid column was lost. The introducer was pulled back and the column held. Again the introducer was advanced, but again, the fluid column was lost. All troubleshooting maneuvers were performed, but the fluid column could not be held. As the fluid column was restored when the introducer was pulled back, it was determined that the issue was with the cds introducer; therefore, the cds was removed and replaced. Two additional cds were used with the same sgc, and the mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The device was returned for analysis, and consistent with the reported use of the device and post-procedure handling. The air leak test was successfully performed in triplicate by connecting the cds to a leak tester. No air was observed to be in the hemostasis valve or the clip introducer valve. Upon insertion and slight retraction, no loss of fluid column in the steerable guiding catheter (sgc) was noted; therefore, the reported leak in the cds leading to a loss of fluid column in the sgc was unable to be confirmed. Although analysis was unable to confirm the reported leak, the discrepancy between what was reported and what was observed was likely due to user technique/procedural conditions during the procedure versus the returned product analysis. Potential causes for leaks can include, but are not limited to, user technique/procedural conditions, such as the steps utilized to de-air the devices during cds preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (damaged ci). With respect to user technique/procedural conditions, the leak can be influenced by the steps utilized at the account during device prep, such as not fully de-airing the ci during cds preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). It should be noted that the mitraclip instructions for use (IFU) states: leave the clip introducer fully inserted in the guide hemostasis valve throughout the procedure. It is possible that the leak was related to the user technique/procedural conditions during use (such as the ci/sgc stopcocks not fully closed during procedure); however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported leak could not be confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, the following information was provided: the clip introducer was pulled back slightly as it was not possible to regain fluid column by taking the usual steps. The clip introducer was only pulled back slightly to try to prevent the physician from removing the entire system as a trouble shooting step.

Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.